Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clips first stopped at the tip of the applier. After squeezing the handle hard, the clips came out in the applier jaws. There was an extended or time of 40 minutes. This product is being returned under airway bill.